Event description:
It was reported that the patient experienced ineffective therapy; an unspecified imaging method was used to confirm that one lead had migrated. To address the issue, the patient underwent surgical intervention on (B)(6) 2025 wherein both leads were explanted and replaced with a paddle lead. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000122467.